Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. During the third firing on the stomach, the first handle was squeezed but looked open and would not progress forward. The knife blade was retracted and 4 unformed staples were seen. The distal staple line was incomplete. A new reload and handle was opened. The second handle and reload had a loading problem. They could see red color where the reload attaches so it was unloaded and reloaded. The firing button was pressed and the handle flicked out and was just a "floppy handle" where the knife and staples did not progress. The same reload was put onto a new handle and fired successfully. Tissue damage, a hematoma on the small bowel, was caused due to this malfunction.